Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a prior size 23 non-medtronic surgical aortic valve (sav) (abbott epic) implanted in 2014 experienced degeneration of the sav, leading to the implantation of an evolutr 26 mm valve in 2022. It was alleged that the evolutr valve was implanted too deep in the left ventricular outflow tract, approximately more than 1 centimeter (cm) below the basal plane of the sav. Following the evolutr implantation, poor hemodynamic results were observed. Computed tomography scans were conducted to evaluate the patient¿s anatomy, and the tavi imaging team was consulted for assistance with the projection of a third valve. The patient required an aortic valve replacement to improve hemodynamics, and physicians decided to implant a balloon-expandable transcatheter non-medtronic aortic valve (myval). The patient was reported to be alive with no injury.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.